Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that initial reporter was calling for a family friend that lived in (B)(6) and had implant on (B)(6) 2017 in (B)(6). The patient had implant in (B)(6) and was having trouble. It was reported that patient's implant was taking 5 hours to charge. It was also stated that patient have a lot of body fat if that could affect implant. The therapy worked great for the first 20 days. (B)(6) customer services replaced the recharging equipment. No patient symptoms reported. No further complications were reported as a result of this event.